Event description:
Follow-up information identified the reported issue is now resolved.

Manufacturer narrative:
Concomitant medical products: scs extension; model number and implant dates unknown . Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced heating a the ipg site while recharging. Later, the patient was without stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 at which time the ipg was explanted and replaced with a different model. Reportedly, effective stimulation therapy was restored following the procedure.